Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of pqs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/lower") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. C18712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam, alprazolam (xanax) and zolpidem tartrate (ambien). In january 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain/gain and loss 98 lbs to 137 over the course of 3 years"). On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and nausea ("nausea") and was found to have weight decreased ("weight gain / loss specify which one: weight gain/gain and loss 98 lbs to 137 over the course of 3 years"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: ??-???-2013 in current follow up reported as (B)(6)2015 discrepancy noted in removal date previously reported as: (B)(6)-2016 in current follow up reported as: (B)(6)2016 diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. Hysterosalpingogram - in april 2015: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. New reporters added and reporter information updated. Plaintiff demographic details added. Following events were added: abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, anxiety, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue and weight gain / loss specify which one: weight gain and loss 98 lbs to 137 over the course of 3 years. Concomitant medications were added. Lab data added. Lot number added. Suspect drug implant date updated and explant date updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/lower') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. C18712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions and automobile accident. Previously administered products included for prevent pregnancy: iud from 2008 to 2013. Concurrent conditions included bloating, urinary incontinence, vomiting, pain in hip, galactorrhea, visual disturbance and body mass index normal. Concomitant products included alprazolam, alprazolam (xanax) and zolpidem tartrate (ambien). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain/gain and loss 98 lbs to 137 over the course of 3 years"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and nausea ("nausea") and was found to have weight decreased ("weight gain / loss specify which one: weight gain/gain and loss 98 lbs to 137 over the course of 3 years"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and weight decreased had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: 2013. In current follow up reported as (B)(6) 2015. Discrepancy noted in removal date previously reported as: (B)(6) 2016. In current follow up reported as: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: result: total bilateral occlusion. Procedure was successful. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : headache, abdominal pain, menorrhagia, pelvic pain, nausea and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received- the outcome of all events updated from unknown to not recovered. Historical dug was added. Patient's height was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/lower") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. C18712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions and automobile accident. Concurrent conditions included bloating, urinary incontinence, vomiting, pain in hip, galactorrhea and visual disturbance. Concomitant products included alprazolam, alprazolam (xanax) and zolpidem tartrate (ambien). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain/gain and loss 98 lbs to 137 over the course of 3 years"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and nausea ("nausea") and was found to have weight decreased ("weight gain / loss specify which one: weight gain/gain and loss 98 lbs to 137 over the course of 3 years"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date. Previously reported as: ??-???-2013. In current follow up reported as (B)(6) 2015. Discrepancy noted in removal date previously reported as: (B)(6) 2016. In current follow up reported as: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. Hysterosalpingogram - in (B)(6) 2015: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : headache, abdominal pain, menorrhagia, pelvic pain, nausea and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.